Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated but the ptfe is still holding the two ends together. The separation appears to have been kinked prior to separation. The tip is flattened, and the flattening goes proximally along the distal shaft to approximately 20.5cm from the tip. There are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. There is blood on and in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a catheter fracture occurred. The target lesion was located at left main coronary artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, the device was unable to cross the lesion. Subsequently, the connection part of the catheter was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that a catheter fracture occurred. The target lesion was located at left main coronary artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, the device was unable to cross the lesion. Subsequently, the connection part of the catheter was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.